Manufacturer narrative:
Findings: unit battery tube function properly. No battery stuck at battery tube. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that that the battery was stuck inside the insulin pump. They were unable to get it out. The insulin pump was alarming a dead battery. They were delivering a bolus when the anomaly occurred. The customer¿s blood glucose level was 134 mg/dl. Troubleshooting was not possible due to the anomaly. The device will be returned for analysis.